Event description:
Reprocessed ice catheter unable to detect transducer when connected to ice machine, did not enter body, troubleshooting by carto representative without resolution, new device opened and utilized without difficulty.